Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) of (B)(6) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient developed (B)(6). On (B)(6) 2010, the patient developed peritonitis and was hospitalized. On (B)(6) 2010, the patient began treatment with tobramycin 80 mg four times daily ip, and fortum 1 gm four times daily ip. The cause of the peritonitis was (B)(6). Pd therapy was ongoing. It was unknown whether the events resolved. The reporter believed the peritonitis was not related to dianeal pd2 ultrabag therapy, but rather to the (B)(6). The reporter did not provide an opinion of causality for the (B)(6).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.